Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was no issue. The battery compartment is also cracked and the reporter is unable to tighten the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #2: date of submission 29-nov-17 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 06-nov-2017 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked on the side from the threads to the cover. Corrosion was found inside the battery compartment. The returned battery cap threads were stripped and was unable to maintain an electrical connection. The power complaint was duplicated. The test battery cap fit to maintain an electrical connection and complete 24 hour testing. No power on resets were duplicated. A leak was found in the battery compartment. The pump cover was removed to find no further evidence of moisture on the printed circuit board or internal components. No damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).